Event description:
The pt experienced a shocking or jolting sensation about once a day for the past month whenever she sat down. It occurred in the parasthesia area. It was unk if palpating caused stimulation changes. Add'l info has been requested.

Manufacturer narrative:
(B)(4)